Manufacturer narrative:
Date sent: 1/7/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap band procedure, the band was tested prior to insertion and it was fine. They inserted it into the abdomen and noticed a little bit of air in the tip. It started to fill-up with air. They removed it completely, did another test and located a tear in the center of the band on the balloon. They got a new band and completed the procedure. There was no patient consequence.